Event description:
During baxter's functionality testing, it was found that a spectrum pump had a "constant downstream occlusion" alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "constant downstream occlusion" alarm was confirmed and reproduced during eval and was caused by a failed downstream sensor. Eval found the downstream pressure plate gap and the downstream sensor current reading with a fluid filled set to be out of specification. The failed downstream sensor was replaced.